Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the actuator on the delivery catheter system (dcs) separated while loading the valve and again while recapturing the valve during implantation. The valve was recaptured three times; on the third recapture the valve was only 2/3 retrieved when the separation occurred. It was not possible to fix the handle due to very high tension in the valve. The dcs was moved to the descending aorta with the partially closed valve where the handle was able to be fixed and the valve was able to be fully recaptured and the dcs was withdrawn from the patient. The dcs was replaced and the valve was successfully implanted. Only the inline sheath was used during the procedure. The patient's femoral artery was highly calcified. The valve loader was experienced. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the device was received with the capsule partially opened and the end cap/screw gear snap fit connected. Visual analysis showed the handle and tip-retrieval mechanism appeared intact. The deployment knob appeared to retract and advance the capsule. Delamination was observed over the nitinol reinforcing frame along both the distal end and the proximal end of the capsule. Slight damage was observed on the inner member above the spindle hub. During functional testing, the trigger moved to fully advanced and retracted positions and locked in place when released. The deployment knobs were separated from the dcs by the medtronic analysis technician with little to no resistance. Tab 3 was missing from the actuator component and a stress mark was observed on tab 4 of the actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported the valve was recaptured three times. Recapturing is a feature of the suspect dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency that may have caused or contributed to the need to recapture the valve, but the cause of the positioning difficulty could not be conclusively determined. It was reported the deployment knob (actuator) separated during loading and again during the attempted deployment within the patient on the third recapture; however, the suspect dcs was returned for analysis with the handle components intact. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. A kink was observed on the inner member shaft. The description of the event does not indicate this kink occurred during the reported issue. Inner member shaft kinks have historically been seen on devices when the valve has been removed from the capsule at the back table, without the stylet in place to support the shaft. The cause of this damage could not be determined. The actuator components were separated by the medtronic analysis technician and damage was observed on the snap fit tabs of the actuator. There was no other evidence of damage observed on the suspect dcs. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The reported event indicates that there was tension in the system. The force in the dcs when opening or closing the capsule is cumulative and many sources may contribute to the feeling of excess tension including load quality and packing density of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. Additionally, the amount of tension felt in the system is subjective and the feel of the device may be dependent on the user strength or technique. The cause of the high tension in this case could not be conclusively determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.